Event description:
Reference medwatch 1219856-2008-00552 for the first event involving the same pt. It was reported by the surgical rn that the md could not advance the spring wire guide (swg) through the sheath. As a result, the md removed the sheath and swg, another kit was requested and the third iab was able to be inserted successfully. There were no reported pt complications. There is no more info about this event.

Manufacturer narrative:
Sample will not be returned for evaluation.